Event description:
It was reported that patient enrolled in a clinical study and underwent a left knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to infection and the knee components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2011. A subsequent irrigation and debridement procedure was performed on (B)(6) 2011 due to formation of a hematoma. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012 for unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-05824 / 05829).